Event description:
It was reported that the zimmer dermatome motor was cutting out during use. Additional clinical follow up with the hospital indicated that the device was found to be problematic prior to the procedure and was replaced without delay of the procedure start.

Manufacturer narrative:
The device was returned to the manufacturer for repair and evaluation. The service record indicates that the device is 5 years old and was last returned to the manufacturer for repair on (B)(4) 2011. Inspection confirmed the motor was running intermittently and post repair testing identified the motor was very hot after running. Unit was outside of recommended preventative maintenance period. Lack of preventative maintenance could have led to lack of calibration and intermittent motor function. Customer's sterilization process could have also led to intermittent function of the motor. The cause is most likely due to the user not maintaining the device per preventative maintenance and handling according to the instructions for use. The zimmer electric dermatome should be returned every 12 months for inspection and preventive maintenance. Annual factory calibration checks are strongly recommended to verify continued accuracy. The device was serviced and returned to the customer.